Manufacturer narrative:
Per the field service representative (fsr), he was not able to duplicate problem reported, and will send the suspect air sensor to the manufacturer for evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the ultrasonic air sensor (uas) was not able to reset alarm. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there was no delays, no blood loss or no adverse consequences to the patient.